Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving frequent adjust belt alarms. The pt was issued a replacement electrode belt.